Event description:
It was reported that a spectrum iq pump had an issue with non-detection of up occlusions when the IV line has been clamped (rate set at 80ml/ hour). The pump did not ring all the time or the response time was high during the upstream and downstream occlusion tests. The event happened during training at the training room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: it was reported that the event occurred in (B)(6) 2022. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'non-detection of up occlusions when the IV has been clamped' could not be reproduced during evaluation. The reported condition was not verified. Evaluation found the device passed the occlusion testing and the ultrasonic sensor was within specification. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition could not be verified as evaluation did not properly assess for the reported condition of 'the pump did not ring all the time or the response time was high during the upstream and downstream occlusion tests'. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.